Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, on first firing, the device did not fire. They opened up another device to complete the case. There was no patient injury.